Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a bicuspid native annulus, the valve dislodged and severe paravalvular leak (pvl) was reported. A post implant balloon aortic valvuloplasty (bav) was performed but severe pvl remained. An attempt was made to implant a second transcatheter bioprosthetic valve, but upon release the second valve dislodged and severe pvl remained. Another post implant bav was performed and improved the pvl to moderate. End diastolic pressure and left ventricle end diastolic pressure (lvedp) had improved to baseline. No additional treatment or additional adverse patient effects were reported.